Manufacturer narrative:
Apoc incident # (B)(4) (cartridge) apoc incident # (B)(4) (I-stat) additional I-stat analyzer information: sn mfg date exp date: (B)(4) 23-jun-2008 n/a. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges, lot# s21284 and I-stat analyzer sn (B)(4) that yielded a suspected discrepant pt/inr result of 3.9 on a 74 year old female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. However, I-stat1 sn (B)(4) is being replaced at no charge and returning for investigation. Method analyzer cart. Lot# date collected tested inr sample: I-stat 328702 s21284 23-dec-2021 11:07 ni 3.9 fingerstick. I-stat 309438 s21284 23-dec-2021 11:25 ni 2.5 fingerstick . At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot s21284 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.